Event description:
The user facility reported a male was implanted with an impella cp device for mechanical circulatory support. During support, it was noted that there was a sudden loss in placement signal coinciding with a placement signal not reliable alarm. A second aic was utilized in an attempt to troubleshoot the issue, but failures persisted on the second console. Due to the ongoing issue, it was suspected that the sensor on the pump was faulty. The pump was explanted as a result of the failure. Following explant, an evaluation was initiated and it was additionally discovered that the impeller blades were damaged. There was no resulting harm to the patient.

Manufacturer narrative:
The impella device was received and an evaluation is ongoing. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿.

Manufacturer narrative:
The investigation into the optical signal issue has been completed since the original report was filed. The medical center has returned for analysis the impella pump and the benchtop analysis revealed that the root cause of the optical sensor issue was a damaged sensor due to tavr interaction with the optical sensor being broken and not available in the pump along with the damaged impeller blades.